Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that while titrating cleviprex every 2 minutes the channel stopped infusing medication and alarmed for channel error. There was no report of any patient harm. Biomed replaced the iui connectors which were reported to be "damaged" with no details of the damage provided.